Manufacturer narrative:
H.6. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that after use with the bd eclipse¿ needle the safety cap detached. There was no report of patient or user impact. The following information was provided by the initial reporter: the protection cap of the bd eclipse needle broke off when they wanted to place it over the needle after usage.